Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery tube was damaged. The loading device was not returned. The blue slide lock was unlocked and the white plunger was partially depressed on the delivery device. The delivery tube was dented at the distal end and proximal side. Since the loading device was not returned, it is not possible to confirm the reported event. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, hs iii proximal seal failed to load. The seal would not fold. The hospital did not report any pt effects.